Manufacturer narrative:
The main component of the system and the other applicable components are: product ID: neu_unknown_lead, lot# unknown, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) via a manufacturer representative (rep) regarding a trial patient. It was reported that it hurt. The next day, they stated that their butt was sore since the procedure and they were taking tylenol. On (B)(6) 2017, it was reported that the patient was still hurting, but they were more active and had been out walking. They weren't sure if the pain was from the procedure or not. On (B)(6) 2017, they stated the pain was in their anal area. They changed sides on their own from left to right on (B)(6) 2017 and believed the lead moved, which caused the pain. They made sure the settings were felt at a comfortable level and the issue was noted to be resolved. There were no further complications reported or anticipated.